Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference no.(B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced an issue with five infusion set cannula was kinked. The insertion site was upper buttocks or arm.the issue occured in 3 or more hours after insertion. At the time of event, the blood glucose levelof patient was 15-20 mmol/l. The infusion set was in use for 1-2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.